Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device was discarded prior to learning of the complaint.

Event description:
It was discovered that a patient reported he experienced pain and 3 follow up procedures, which he believes is due to the customer's medpor implant that he received seven years ago.